Event description:
It was reported that this patient arrived to the emergency room and experiencing diaphragmatic stimulation. Upon analysis of the device it was observed that this implantable pacemaker entered in safety mode. It was decided to explant the device and another one was implanted instead. This device is expected to be returned. No further adverse patient effects were reported.